Event description:
New information received notes that the 12-lead EKG (electrocardiogram) indicates no lv (left ventricular) capture. Lead dislodgement was suspected, so chest x-ray was ordered.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a normal generator change procedure due to elective replacement indicator (eri). The ventricle (lv) threshold was observed to be high prior to the procedure but lowered when the lv lead was connected to the new device. Upon review of merlin.net transmission, the lv threshold was consistent but improved when the generator was changed. Further review of lv capture test results suggested the tissue was possibly being captured in the left atrium rather than left ventricle. The patient tolerated the procedure well and no patient symptoms were reported.

Event description:
New information received notes that the left ventricle lead was explanted and replaced. The patient tolerated the procedure well. No symptoms were reported before, during, or after the procedure.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.